Manufacturer narrative:
B3: date of event is estimated.

Event description:
It was reported the patient experienced a cerebral hemorrhage post implant procedure. As a result, surgical intervention occurred wherein the right dbs lead was explanted, addressing the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.